Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock line unable to be removed and a knot. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was implanted medial on a2/p2. A second clip was advanced in the patient and the leaflets were grasped lateral to the first clip. When attempting to remove the lock line, there was resistance. The physician tried to relax the clip and pull with more force, but the lock line could not be removed. The clip was then reopened, inverted and removed from the patient. It was noted that a knot was present on the lock line. A replacement ntw clip was used to complete the procedure reducing the mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis confirmed both the reported material deformation associated with the knot found on the lock line and mechanical jam associated with resistance felt while attempting to remove the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information and return device analysis, the cause of the reported knot on the lock line cannot be determined. The cause of the reported inability to remove lock line was a cascading effect of the reported knot. There is no indication of a product issue with respect to manufacture, design or labeling.